Manufacturer narrative:
Investigation conclusion: the team reviewed the process controls of lot# 17l0211 for primary & secondary packaging process. All process controls are in place and in working condition. Also, in process inspection and quality check, no broken plunger samples had been found. The customer return sample however confirmed the broken plunger. There are chances that during the primary packaging process plunger might have broken and been packed if in the unit pack the cutter air pressure is increased. The team has decided to put a control on the machine in the form of pressure sensor. This sensor will stop the machine if the air pressure is increased beyond 2.8 bar. With cutter air pressure greater than 2.8 bar, if the product comes in between the unit pack, the unit pack will not get separated and form as a continuous strip and will get rejected. (B)(4).

Event description:
It was reported that the "discardit 2ml with 25g 1"" needle" experienced a broken plunger rod noted prior to use. The following information was provided by the initial reporter: breakage of the plunger of 2 pc syringe.